Manufacturer narrative:
Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that tubes are underfilling with a bd vacutainer® nh 68 i.u. Plus blood collection tubes. This occurred on 100 separate occasions during use, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter: my customer reports that the tube won't fill all the way to 4ml and she wanted to let me know. Tube will expire in may 2020 and won't draw 4 ml anymore.

Event description:
It was reported that tubes are underfilling with a bd vacutainer® nh 68 i.u. Plus blood collection tubes. This occurred on 100 separate occasions during use, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter: my customer reports that the tube won't fill all the way to 4ml and she wanted to let me know. Tube will expire in may 2020 and won't draw 4 ml anymore.

Manufacturer narrative:
H.6. Investigation: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for underfill with the incident lot was not observed. Additionally, retention samples of the incident lot were selected from bd inventory for testing and upon completion, no issues relating to underfill were observed as all results demonstrated satisfactory performance and the photo provided showed the same draw level as the drawn retains. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformance's during manufacturing of the product.